Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received high sensor scan results and experienced a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who obtained a reading of 27 mg/dl on their device and treated the customer with "glucose syringe and glucose paste 50 milliliters" for treatment of hypoglycemia. Sensor scan results of 233 mg/dl, 267 mg/dl, and 276 mg/dl were compared to hcp meter readings of 126 mg/dl, 96 mg/dl, and 87 mg/dl respectively and the results, when plotted on a parkes error grid, fell into the "d" zone showing the difference of values to be clinically significant. It is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received high sensor scan results and experienced a loss of consciousness. Customer was unable to self-treat and had contact with an hcp who obtained a reading of 27 mg/dl on their device and treated the customer with "glucose syringe and glucose paste 50 milliliters" for treatment of hypoglycemia. Sensor scan results of 233 mg/dl, 267 mg/dl, and 276 mg/dl were compared to hcp meter readings of 126 mg/dl, 96 mg/dl, and 87 mg/dl respectively and the results, when plotted on a parkes error grid, fell into the "d" zone showing the difference of values to be clinically significant. It is unknown when these readings were obtained in relation to the reported treatment. There was no report of death or permanent impairment associated with this event.